Event description:
It was reported that during a pci procedure a balloon ruptured occurred. The lesion being treated was located in the severely tortuous, severely calcified, and 99% stenotic proximal left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon. Then the quantum maverick balloon was advanced and inflated twice and ruptured at 20atms on the second inflation. The device was removed without any problems. The procedure was completed with a stent being deployed and post dilated. Pt status is listed as "good."